Event description:
Affiliate reports receiving a letter from an attorney, alleging a pt developed a corneal ulcer on their right eye. The attorney's letter alleges the cornea of the right eye is irreversibly damaged. No add'l info is available to enable further investigation at this time.